Manufacturer narrative:
The reported event was lead malfunction. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial lead was explanted due to unspecified issue. Patient status was not reported.